Manufacturer narrative:
B2 outcomes attributed to adverse event , corrected data: initial report inadvertently did not select any outcomes.

Event description:
It was reported that the patient has experienced an increased in seizures frequency and intensity. It was also noted that the patient would have incontinence with the seizures. Patient underwent generator replacement surgery. The explanted generator was discarded. No other relevant information has been received to date.